Event description:
It was reported that a progav 2.0 was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complainant device should be return to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 100 cm, weight: (B)(6) kg, gender: male. It´s the same patient as # 3004721439-2021-00295.

Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee on december 2019. Deviations during assembly did not occur. The product was finally tested as article fx410t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: no visible abnormalities detected. Permeability test: the test showed that the progav® 2.0 is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0,55 cmh2o. This is not within the specified tolerance of 20 cmh2o ± 4 cmh2o. An applied pressure of 20 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 20 cmh2o ± 4 cmh2o. Additional testing did not significantly change the results. According to our results, we can detected the presence of a accelerated outflow. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, some deposits were found in progav® 2.0. Results: based on our investigation results, we can identify a accelerated outflow in the valve we are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.